Event description:
The catheter was inserted on (B)(6) 2008. On (B)(6) 2009, while flushing the catheter, the nurse found a bubble (not leak) in the catheter. The bubble disappeared after flushing. The nurse removed the catheter immediately.

Manufacturer narrative:
Additional info has been requested. The sample has been received and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).